Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: during investigation, the pump powered on to a dim and discolored display. Additionally, the ok key was intermittently responsive. The keypad was removed and there was contamination found under all the key contacts. The ok button was also found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum and contamination under the buttons. This report is made based on results of investigation completed on 06 -nov-2018.